Event description:
On arrival of pt to the post anesthesia care unit, the pt required suctioning of excessive saliva. The suction catheter was used and the tip came off while suctioning. The tip was quickly removed from the mouth using a finger sweep. No respiratory problems were noted. MFR will pick up and give complete credit.